Event description:
Additional information was received that reported the conduit was stored within omnicell cabinets, in a flat orientation. It was also reported that the conduit jar did not appear to be damaged, and the yellow sealant tape was still intact. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use and upon receipt to the facility of this 14mm pulmonary valved conduit, it was reported that the conduit was leaking. It was also reported that the jar containing the conduit appeared to be damaged. There was no patient involvement reported.

Manufacturer narrative:
Additional information: upon receipt at medtronic's quality laboratory, visual evaluation of the returned device revealed that the tear-away seal was received broken. The box was opened, and there were amber stains observed throughout the inside of the box. The jar was noted to have been half-full of solution. Amber stains were found on the packaging and jar label. The jar seals were observed to be intact also they were slightly tattered. Updated d9 updated h3 updated h6 - fdm, fdr and fdc codes correction: b3: event date added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.